Event description:
It was reported that during a da vinci-assisted hiatal hernia paraesophageal general surgical procedure, the site stated that they converted to another vision tower because the e-100 generator was not working. Troubleshooting was attempted, but they had already made the switch of the vision towers to continue the procedure. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse observed the e-100 generator control cable from the core had bent pins. The pins were removed and the control cable was replaced. The system was tested and verified as ready for use. The e-100 generator unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A procedure log review was performed. Per the review, the following was confirmed: a unilateral inguinal hernia procedure was performed on system sk3839 on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to the e-100 generator not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.